Event description:
A review of service data detected a reportable problem. During servicing, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief on electrode belt sn (B)(4). The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the damage could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The last patient to use this electrode belt did not report any deficiencies.